Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon ruptured occurred. The target lesion was located in the severely calcified lesion. A 10/3.00 flextome cutting balloon was selected for a percutaneous coronary intervention. During the first inflation, the balloon ruptured at 10 atmospheres. The balloon was removed from the patient completely. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.